Manufacturer narrative:
The product remains implanted in the patient, and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Approximately three months post procedure, the patient experienced hemiataxia on both sides. Onset was gradual, recovery was partial with minor residual. Diagnosis was ischemic stroke.